Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the circumstances that led to the leads moving and the lack of stimulation on the right side were unknown. The patient noted that she had bent down after she got home from the hospital. The lead migration has not been resolved, and the lack of stimulation was not resolved by the change in device programming. The patient indicated that she thought that the leads would stimulate the patient¿s low back as that is where she has the most pain. There were no further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 77a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 18-jul-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 18-jul-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient was very unhappy about the lack of paresthesia on the right side. The rep worked for about 2.5 hours to program according to the new x-ray and handle the patient¿s concerns about the lack of sensation on the right side, while that was the dominant side of pain. The rep reported that the x-ray today showed the leads have moved, however they look very midline. The rep reported that all contacts give dominant left except for bottom right which brought in some right side. The rep used blocking anodes which was consuming much energy but set cycling with about 1.5 day. The rep would dump anodes on the left lead if energy was an issue and see if the non-cycled option was better in energy consumption and relief without blocking anodes. The rep asked the patient to wait and see if the relief was good as high density didn¿t necessary rely on paresthesia location but targeting location. The rep set up adaptive stimulation which demonstrated a lot of movement in the lead location based on the nearly 2.5 times change in upright and supine perception levels. The rep asked the patient to evaluate for 4 days and then call. It was unknown if the issue was resolved. No further complications were reported.